Event description:
On 07/07/08, the patient reported elevated blood glucose readings over 600 mg/dl with her normal range being 200 mg/dl. She said the elevated readings started on four days before, and 2 days later, her insulin infusion device began to make a grinding noise and gave a e6 (mechanical error). She stated, she tried 2 different batteries and changed her insulin cartridge and infusion set but could not clear the error message. Symptoms were fatigue, thirst, frequent urination, and dehydration. During troubleshooting, the patient stated she had a lot of stress in her life currently and realizes that affects her blood glucose levels. She stated she has noticed condensation in the cartridge chamber in the past. She stated, she switched to her backup infusion device and her blood glucose levels are decreasing. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.